Event description:
A customer contacted baxter's technical service center to report having a system error 2367 alarm on the homechoice (hc) machine during initial drain. The home patient (hp) was connected when the system error 2367, however, was not connected when the original 2240 alarm occurred. The hp connected to the hc after the system error 2240 alarm occurred. The hp then turned the hc off and on, then received the system error 2367. The technical service representative (tsr) explained the alarm and advised the hp to start over with new supplies. The tsr then advised the hp to cycle power to clear the alarm. Hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The hp was contacted on (B)(6) 2011. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies he was able to continue therapy without any further complications. The home patient stated this alarm has occurred in the past. No further information was available.

Manufacturer narrative:
(B)(4). This reported system error 2240 alarm was confirmed and the cause was identified as use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. If additional information becomes available, a follow up will be submitted.